Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: MDR-2018-20484. A revision procedure was planned due to high pacing impedance on the right atrial lead. During extraction of the lead, a perforation occurred. A new lead was implanted successfully and the patient was in stable condition following the procedure.